Event description:
A hospital in (B)(6) reported that the upper head case of an iw910 baby control mobile infant warmer is cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint warmer head assembly has not been returned to the manufacturer. It has been visually inspected by a fisher & paykel healthcare service engineer at our regional office in the USA. However the upper case head harness of the complaint warmer has been returned to the manufacturer and visually inspected. Results: the visual inspection of the head assembly revealed crack lines originating from chipped plastic at the lower edge. A visual inspection also revealed a large crack, crazing and small multiple cracks on the dome portion of the upper head case. Visual inspection of the returned upper case head harness revealed slight discolouration on the harness connector housing. A lot check revealed one other complaint for cracked upper head case and no other complaints of discolouration for this lot number. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. The slight discolouration of the housing connector is most likely due to arcing occurring between two electrical contacts, resulting in contact failure. The arcing was most likely due to a poor connection. All components on the harness assembly of the infant warmer are enclosed ina sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. It is likely that the cracking and crazing of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heaterhead begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heaterhead. The complaint unit is 5 years old. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base; caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The infant warmer was repaired and housing was replaced by a trained fisher & paykel technician at our us facility and was returned to the customer after passing the electrical safety and performance tests. Please note that the discolouration of the head harness connector is part of a class iii recall in the USA, whereby all affected customers have been notified to check for any damage or discolouration of the harness connectors. If damage or discolouration is evident, customers have been advised to contact a fph representative to obtain replacement harness assemblies.

Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare (B)(4). We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the upper head case of an iw910 baby control mobile infant warmer is cracked. No patient consequence was reported.